Manufacturer narrative:
Device was being used for an off-label indication.

Event description:
The pt reported the following via medwatch report. One month after implant, the lead migrated from its original location in the back of the pt's head, down to his neck, and then continued to migrate down to his shoulder. There was no apparent external physical action that caused the lead migration. The pt discovered that something was wrong because he turned the stimulator on and felt a paralyzing pain in his neck. He turned the stimulator on the next day and felt the same paralyzing pain in his shoulder. He returned to the hospital that day; an x-ray was taken (date not reported); and confirmed that the lead had migrated to his shoulder area. The pt was scheduled for a revision surgery. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.